Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. There was no attempt to remove the guidewire from the guidewire lumen due to the return condition, the device would be damaged during manual removal. Deployment was not attempted due to the damaged guide wire. Based on all the available information the observed stuck guidewire was likely due to unintended use error, the cause of the guidewire becoming stuck was found to be tissue that was stuck between the guidewire and the tip of the catheter.

Event description:
It was reported that during a pulsed field ablation procedure, the farawave catheter was selected for use, the guidewire got stuck when it was attempted to advance in the catheter into the right pulmonary vein. The coil inside the catheter was damaged, causing the wire to move poorly. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the guidewire used was a starter guidewire. Tissue was seen at the tip of the catheter/guidewire. The guidewire and catheter were removed together as a unit, with the guidewire's distal tip completely within the catheter. There was resistance while advancing the catheter to the right pulmonary vein (rpv), and when the coil inside the catheter was damaged. The guidewire was not reloaded into the catheter during the procedure. Heparin was given both pre and post transeptal, and the case was performed on non-interrupted anticoagulant.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, the farawave catheter was selected for use, the guidewire got stuck when it was attempted to advance in the catheter into the right pulmonary vein. The coil inside the catheter was damaged, causing the wire to move poorly. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pulsed field ablation procedure, the farawave catheter was selected for use, the guidewire got stuck when it was attempted to advance in the catheter into the right pulmonary vein. The coil inside the catheter was damaged, causing the wire to move poorly. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the guidewire used was a starter guidewire. Tissue was seen at the tip of the catheter/guidewire. The guidewire and catheter were removed together as a unit, with the guidewire's distal tip completely within the catheter. There was resistance while advancing the catheter to the right pulmonary vein (rpv), and when the coil inside the catheter was damaged. The guidewire was not reloaded into the catheter during the procedure. Heparin was given both pre and post transeptal, and the case was performed on non-interrupted anticoagulant.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.